Event description:
It was reported that during an attempted implant, the physician exhibited difficulty advancing the leads. The physician stated that the "ring" may be defective. The lead seemed rough and would not advance in the patient. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was further reported that the first lead was successfully implanted in the atrium and remains in use. The second lead was attempted, however not implanted due to positioning difficulty.